Manufacturer narrative:
The event of header detachment was confirmed. Visual inspection found the device with a broken header which is consistent with explant damage. As a result of this finding, abbott is performing further investigation. Further analysis was performed, including thermal and mechanical test did not find any anomaly, voltage level has reached eri level. Longevity assessment was performed and it had met the projected longevity and is considered normal battery depletion.

Event description:
It was reported that during a procedure, the implantable cardiac monitor (icm) was found to have detachment of a device header component. A new device was used to successfully complete the procedure. No adverse patient consequences were reported.